Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare representative reported that during an intraocular lens (iol) implant procedure the iol was damaged. There was no reported patient harm. Additional information was requested.